Event description:
It was reported that cgm error 42 occurred on pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset guidance, and error did not reappear after reset.